Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patients mother called in stating that "the balloon on the trach was not inflating correctly". The trach was removed and a new trach was placed. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device without packaging and labeling was returned for analysis. A functional leak test was performed to identify any holes in the cuff area or gaps in adhesive that may have led to the cuff inflation fault reported; however, no leakage or inflation faults were noted during evaluation and was found to be within specification. The complaint was not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No correction or corrective actions conducted at this time. This issue will be monitored, and further actions taken accordingly.